Manufacturer narrative:
Philips service reinstalled the ippc os and application. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ippc system failure caused no x-ray exposure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.